Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 259 mg/dl for several hours after eating high carbohydrate food, and a banana without announcing the meal while using an ilet system with a dexcom g7 cgm. The user stated they typically avoid meal announcements due to prior lows and noted a history of gastric bypass and use of ozempic and adderall. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to not following instructions to announce meals, and a contributing user-interface component context; the pump entered correction and stabilized glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.